Event description:
Livanova deutschland received a report of possible issues on the electronic clamp or in the controller during a procedure. There is no report of any patient injury.

Manufacturer narrative:
A.1., -,a.5. Patient information was not provided. H11: livanova deutschland manufactures the s5 console. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H11: a device service history review has been performed and identified that the unit was manufactured in 2017 and no other similar event has been reported, neither concerning trend has been identified. Based on the investigation findings, the most likely root cause of the reported issue has been attributed to a faulty internal component likely due to wearing. The wearing of electro-mechanical devices can be originated by the specific use condition at customer site that may have contributed to the event, such as movements or liquids penetration. However, there is no concerning trend for this kind of failure. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.

Manufacturer narrative:
D4 the sn of the occluder has been provided, relevant fields have been updeated h4 d4 the sn of the occluder has been provided, relevant fields have been updeated h11.a livanova field service engineer was dispatched the customer and replaced the defective clamp (B)(6) since the clamp was not closing effectively. Ran pinpoint calibration of the new clamp, performed functional test. The new clamp is correctly functioning. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.